Event description:
It was reported that a patient¿s implantable neurostimulator (ins) would turn on and off when in close proximity to her iphone. Additional information was requested but not yet received.

Event description:
Additional information reported the patient had no issues and was receiving effective therapy at the time of follow-up.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3389-40, lot# v002159, implanted: (B)(6) 2006, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387-40, lot# j0209882v, implanted: (B)(6) 2002-05-08, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
It was further reported from a company representative that the patient hadn't mentioned the issue to them and was doing "ok" with the therapy.